Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, seven unused, representative proglide devices with the same part number and lot number as the complaint device were returned for evaluation. All unused devices passed visual and functional testing. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on a visual inspection and functional analysis of the returned devices, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
Subsequent to the initial, filed report, additional information received: the physician is not directly trained in the use of the proglide device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, as the suture was pulled to lower the knot, the suture came out of the patient. The guide wire was in the access site during knot advancement. Two additional proglide devices were used with the same results. Manual arterial compression was applied to achieve hemostasis. The patient was reported to be fine. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.